Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, pain during intercourse, vaginal discharge and psychological suffering. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling implantation to treat stress urinary incontinence. Post implantation the patient experienced pelvic, rectal and vaginal pain, dyspareunia, urinary incontinence and vaginal bleeding.(B)(4).